Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention and "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent laparoscopic repair of an umbilical hernia repair; an unspecified bard/ davol ventralex st was implanted on or about (B)(6) 2017. It is alleged that the patient underwent surgery to remove the failed bard/ davol ventralex st on or about (B)(6) 2017. It is alleged that the patient developed serious and potentially life-threatening medical conditions caused by the surgical implantation of a defective ventralex st mesh. It is also alleged that the patient has experienced and/or continues to experience significant physical and mental pain and suffering, sustained permanent injury, undergone medical treatment and corrective surgery and hospitalizations. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.